Manufacturer narrative:
Section b1: report type corrected section d1: brand name was corrected section d4: UDI and model number was corrected section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of a yellow wrench and red battery alarm on the power module ((B)(6)) was not confirmed. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the yellow wrench and red internal backup battery indicators, and the actions to take when the alarms occur. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for usesection 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The power module was not exchanged, the internal battery was replaced which resolved the alarms. The patient was stable.

Event description:
It was reported that the patient was previously issued a power module for home use due to known driveline damage [(B)(4)]. Yearly maintenance was completed with no alarms reported however after a routine backup battery exchange, the power module started alarming when patient plugged in at home. The battery was reinserted to ensure appropriate installation however alarms persisted. The alarm was described as a yellow wrench and red internal backup battery indicator accompanied with continuous tone. The patient was told to remain on battery power and not utilize the power module until a new backup battery was installed. A replacement backup battery for power module was ordered. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.